Event description:
It was reported that the patient's baseline flows when off cardiopulmonary bypass (cpb) support ranged from 2.5lpm to 2.9lpm at 4600rpm. Flows stabilized after chest closure at 2.5lpm. Per anesthesia, the site was unable to increase speed and hemodynamics were acceptable. Low flow software upgrade was requested per surgeon and ventricular assist device (vad) coordinator. Low flow software upgrade performed on hsc-153014 and hsc-153075. There were low flow alarms at 2.5lpm threshold. The cardiothoracic surgeon requested urgent review of flow/pulsatility index (pi) fluctuations and alarm history to rule out possible clot ingestion and rotor noise. The event log file contained low flow estimates as well as sustained low flow hazard events between 12nov2024 2:39pm to 3:27pm. These flow readings did not appear to be the result of any external equipment malfunction. Following this time frame, the system controller appeared to have been disconnected from the pump and later reconnected on 13nov2024 at 12:48pm. In the limited data following this reconnection, the pump appeared to resume normal operation with flow readings slightly above the alarm threshold of 2.0lpm. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file, the mechanical circulatory support equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. It was also noted that the driveline was disconnected from the system controller on (B)(6) 2024, which appeared to be consistent with a controller exchange during the low flow threshold adjustment performed that day. The driveline was ultimately reconnected to the controller on (B)(6) 2024, following which, the pump resumed operation at the fixed speed without issue. The lvad event log file captured a pump reset event consistent with the reconnection of the driveline to the system controller on (B)(6) 2024. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Following software updates, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.